Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in the germany. It was reported that the patient faced infusion set leakage issue on (B)(6) 2026. The infusion set tubing detachment on the reservoir bridge connection. The infusion set was in use for two days. No further information is available.